Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated, and a definite cause for the reported difficulty in removing the gripper line could not be determined in this incident. However, the reported gripper line break appears to be a cascading effect of the reported difficult to remove (gripper line). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report difficulty removing the gripper line resulting in a break. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtr clip delivery system (cds) was advanced and grasping was achieved, however after establishing final arm angle (efaa), during the gripper line test, the gripper line separated into two pieces. The gripper line was pulled on one end without shortening the other end, however it seemed to be broken. The physician continued the procedure and successfully deployed the clip. The separated gripper line was able to be removed, however with resistance. A second mitraclip was deployed successfully reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.